Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 5 bd eclipse¿ needles were clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have come across many that have no bore to them (opening)... Additional information received on 13-april-2023. 1. Could you please clarify if the ¿no bore to them (opening)¿ statement indicates that the needle tip has no hole? Yes 2. Please describe in detail what was the issue occurred with the defective needle. The needle tips had no hole. There were multiple needles with no hole - 5+. 3. Could you please advise if defect was found before use or during use or after use? During use.. 6. Was there any patient involvement? Are there any adverse events/serious injuries? 2 patient involvement. No injuries as we replaced needle until we found one that was working additional information received on 14-april-2023. I cannot recall who the patients were as it happened in a span of two days during a surgical biopsy procedure for those patients so of course we were in a bit of an emergency situation to get it fixed (changing out the needles until we got a good one). We were using local anesthesia (lidocaine with epinephrine) to numb the patient for biopsy procedure."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd eclipse¿ needles were clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have come across many that have no bore to them (opening). Additional information received on (B)(6) 2023. Could you please clarify if the ¿no bore to them (opening)¿ statement indicates that the needle tip has no hole? Yes. Please describe in detail what was the issue occurred with the defective needle. The needle tips had no hole. There were multiple needles with no hole - 5+. Could you please advise if defect was found before use or during use or after use? During use. Was there any patient involvement? Are there any adverse events/serious injuries? 2 patient involvement. No injuries as we replaced needle until we found one that was working. Additional information received on (B)(6) 2023. I cannot recall who the patients were as it happened in a span of two days during a surgical biopsy procedure for those patients so of course we were in a bit of an emergency situation to get it fixed (changing out the needles until we got a good one). We were using local anesthesia (lidocaine with epinepherine) to numb the patient for biopsy procedure."